Event description:
It was reported that during positioning of the intraocular lens (iol) in the patient's operative eye, the doctor found a mark on the iol. The lens remains implanted. No intervention performed. During 1 day post-operative visit, the patient was satisfied with the postoperative results. No further information was provided.

Manufacturer narrative:
Section a2, a4 and a5: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section d6b: explant date: not applicable, as lens remains implanted. Section e1: initial reporter first & last name: unknown/not provided, as information was asked but it was not provided. Section e1: email address: unknown/not provided, as information was asked but it was not provided. Section e1: initial reporter telephone number: (B)(6). Section h3-other (81): the device is not returning for evaluation as to date it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: section: b.5: describe event or problem has been updated to state: it was found that the lens had a mark point in the middle of the lens mount during positioning, but there was no diffraction ring in the intraoperative fine count, so there was a doubt about whether the lens was zxr lens. Section h. 6: medical device problem code: based on further review of the complaint file, the medical device problem code has been updated to 1420 additional narrative information: section h.9: johnson & johnson surgical vision (jjsv) has initiated a voluntary recall related to a limited quantity of tecnis symfony iols (zxr00) and tecnis eyhance iols (icb00) due to unintended toric fiducial marks. The non-toric lenses containing the fiducial marks have no impact to optical performance or clinical impact to the patient's outcomes. However, if the fiducial marks are noticed during the surgical procedure, this may potentially lead to the surgeon unnecessarily performing a removal and replacement of the iol given it appears that a toric iol was unintentionally implanted. A corrective and preventive action (CAPA) is opened for this issue. Investigation is ongoing and corrective action will be implemented as appropriate. Complaints will continue to be monitored and investigated. Device evaluation: the product remains implanted. Customer provided photographs and a video were evaluated. The photographs displayed an implanted lens, an alleged non-toric lens; however, toric alignment marks can be observed on the lens near the haptic. The customer provided video displays the implantation of an alleged non-toric lens and the same toric alignment marks observed near the haptic. Therefore, the reported issue is confirmed. Please note that the information reported in sections d2 (common device name), h.6 (health effect -clinical code) and section g.1 (manufacturer contact e-mail) is information that remains unchanged from the initial emdr report. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.